Manufacturer narrative:
The cause for the discordant advia centaur xp troponin ultra results with the clinical picture is unknown. Siemens service went on site and performed a total service call. It was noted that the sample syringe was a little rough and therefore the syringe was replaced. No conclusions can be drawn. System is up and running. Siemens reviewed sample handling with the customer. The customer uses lithium heparin tubes. The samples are received from the emergency room unspun. The samples are spun on line through automation equipment. Siemens does not recommend the spin time of 5 minutes for lithium heparin tubes from becton dickinson. Siemens advises that the becton dickinson 10 minute instructed spin time should be followed. Siemens provided advia centaur tni-ultra master curve material. All results were in range. Siemens requested 100 replicates of a negative sample pool be run on the system. All 100 replicates recovered less than 0.04 ng/ml tni-ultra indicating acceptable assay and system performance. The customer has run samples in duplicate on both of their advia centaur xps. Results between the two systems have correlated. The summary and explanation of the test section of the instruction for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated result on advia centaur xp troponin ultra (tni-ultra) that was lower upon repeat testing. The patient was admitted to the hospital and treated with aspirin, heparin, plavix, lipitor and metoprolol. There are no reports of adverse health consequences due to the elevated advia centaur xp tni-ultra result.